Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3887-28, lot# l59470, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported that his pain stimulator was removed last year with no exact date given. The patient reported that the lead was unintentionally left inside his body and he was worried that this might cause an infection to him. No further complications were reported.